Event description:
A doctor alleged that a patient had experienced the maxcem elite setting up too quickly resulting in a debonding of a restoration.

Manufacturer narrative:
The doctor identified two different lots associated with the setting issues; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4673765 and 4741721. Patient specifics regarding age and weight were not provided. The patient had experienced a debonding of an onlay for tooth #14 after six (6) month of placement. On (B)(6) 2013, the patient returned to have her onlay re-cemented. The maxcem elite was setting up too quickly while the doctor was seating the onlay. The doctor cleaned the cement from the onlay and used a different syringe of maxcem elite. The cement was setting up too quickly; however, the doctor was able to seat the onlay into position. To date, the patient is fine. The product alleged in the debonding of restoration was not returned and no lot number was provided; therefore, no evaluation can be conducted. The returned product of lot 4673765 was evaluated for a 'gel time' and 'set time' yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were made with regard to this lot. Lot number 4741721 has been identified as an affective lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.